Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that device was undersensing p waves and not mode switching in bipolar. It was also reported that there was an atrial lead warning and no measurement of p waves in bipolar. The lead remains in use and the device was explanted and replaced. No patient complications were reported as a result of this event.